Event description:
It was reported that a catheter revision was scheduled for the next day, the catheter ¿may have slipped out of or down in the it (intrathecal space.)¿ additional information received reported that the catheter was kinked, the catheter was ¿bunched up in the intrathecal space.¿ the catheter was revised. The device system was used to infuse bupivacaine and morphine. Additional information received reported that the catheter was out of the it (intrathecal) space when they went in for revision. A new spinal segment was connected to the existing catheter. The device system was used to infuse morphine. Additional information received reported that the patient was ¿doing fine,¿ and had ¿no major symptoms.¿ the catheter came out of the it (intrathecal) space and was bunched up in the spine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8784, serial# unknown; product type catheter product ID 8782, serial# (B)(4); product type catheter. (B)(4)